Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen at an unknown dose/concentration for intractable spasticity. It was reported that the patient was admitted to the hospital last night ((B)(6) 2020) with chest pain. The nurse wanted the pump interrogated. The hcp office said that it could have been baclofen withdrawal symptoms. No further complications were reported.